Event description:
The customer reported that the tip broke off when changing the syringe. The event occurred on the oncology unit. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.